Event description:
During product investigation, it was discovered that pump had power issue in which the device was powering itself off.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed, and there are multiple lines that indicate an abrupt power off took place. During functional testing, the reported problem was duplicated. A new 100 ml infusion abruptly powered off once it started without any alert or alarm. A new battery was then put into the pump, battery reset was completed, and a new 100 ml infusion ran until completion without another abrupt power off taking place. The root cause for the failure is a depleted battery. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.